Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown uh1 bipolar head. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was converted from a bipolar to total hip due progression of osteoarthritis. C-taper stem remained implanted.